Manufacturer narrative:
Citation: takagi h. Worse survival after transcatheter aortic valve implantation than surgical aortic valve replacement: a meta-analysis of observational studieswith a propensity-score analysis. October 1, 2016volume 220, pages 320¿327, doi:10.1016/j.ijcard.2016.06.261 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding overall survival following transcatheter aortic valve implantation (tavi) compared with surgical aortic valve replacement (savr). All data were collected from a meta-analysis of previously published studies between 2010-2015. The study population included 6,234 patients (mean ages ranging from 74-82 years), several of whom were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital, 30 day mortality and all cause-mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate-severe paravalvular aortic valve regurgitation and permanent pacemaker implantation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products were reported.